Manufacturer narrative:
(B)(4)

Event description:
The patient's family reported that the device was implanted due to parkinson's disease. On (B)(6) 2015 the patient became tremor, muscular rigidity, and dyskinesia. The implantable neurostimulator (ins) was the component involved with the issue. No troubleshooting was done. The cause was not determined. The patient would like to schedule for a reprogramming. If additional information is received, a follow up report will be sent.